Event description:
The customer reported via phone call that she was receiving no delivery alarms. Customer's blood glucose was 397 mg/dl at the time of the incident. Troubleshooting was performed and the insulin exited with the manual prime. It was explained that the pump was working as designed. Customer was advised that the alarm was caused by a connection issue. Customer mentioned that she was hospitalized with a high blood glucose of 400 mg/dl on (B)(6) 2015. Customer had not treated her current blood glucose. Customer stated that she could not lower her blood glucose. Customer was treated with IV fluid and manual injections when she was hospitalized. Customer ran a self test and displacement test. The pump alarmed that the max fill had been reached and the pump became unresponsive. Insulin pump will be replaced. Customer declined troubleshooting for sensor issues.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and the pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There were no excessive no delivery alarms noted. The insulin pump was received with intermittent down arrow button due to flattened (no creased) dome switch. The insulin pump was programmed with test minilink and glucose sensor simulator. The sensor feature was working properly. There were no unexpected end sensor alarms or calibration error noted. The insulin pump was received with a cracked case at the display window corners, reservoir tube lip, and battery tube threads. The insulin pump was received with a minor scratched display window.